Event description:
A customer reported receiving an err4 message and the unit of measure changed from mmol/l to mg/l on their freestyle flash meter. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.